Event description:
Per the clinic, the patient developed an infection at the abutment site. On (B)(6) 2013 the patient was prescribed 300mg of cefzil twice a day. This did not resolve the issue and subsequently on (B)(6) 2013, the patient was prescribed bactrim two times a day for 10 days. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was taken to the operating room on (B)(6) 2014 at which time the patient was administered oral antibiotics and the abutment was exchanged. This report is filed april 30, 2014. Implanted device remains.